Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating during servicing, it was observed within the event log that there was a check vent: overvoltage protection circuit failure (ovp) circuit failed" (diagnostic code 1127) message. It was determined that the data acquisition (da) printed circuit board assembly (pcba) required replacement. It was reported there was no patient involvement at the time the issue was discovered. The asp replaced the da pcba to resolve the reported issue. The device subsequently passed all required performance verification tests in accordance with philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.